Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Event description:
It was reported that when the device was interrogated in the box by a medical equipment company representative, the battery status bar was gray. The device was not used and there was no patient involvement.